Manufacturer narrative:
The reported event of lead couldn't be fixed was not confirmed. A complete lead was returned in one piece with all four tines found to be intact and undamaged. Electrical and visual evaluation were normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2023-21254. It was reported the patient presented for initial procedure. During implant, the stylet would not insert into the atrial lead. The physician attempted to implant a second lead, but the second lead would not fixate in the atrium. The physician elected to use a third lead to complete the procedure. The patient was in stable condition.